Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. One lot set was sold and distributed to the patient in a three month period prior to the event. Batch records for the lot identified was reviewed and confirmed there were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
On (B)(6) 2017 an end stage renal disease (esrd) patient on continuous cycling peritoneal dialysis (ccpd) experienced an m31 (air detected in cassette) warning during treatment and the patient cancelled treatment on the cycler and subsequently found a fluid leak inside the cassette door. The patient was advised to discontinue use of the cycler and the cycler was replaced. On (B)(6) 2017 the patient¿s peritoneal dialysis (pd) nurse reported that the patient left the dwell overnight and performed a manual drain the morning without any adverse events. The cassette was not returned for failure analysis to date.